Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation as it was discarded. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 29mm bioprosthetic aortic valve, implanted for seven (7) months, was explanted due to perivalvular leak secondary to dehiscence. Per medical records, this (B)(6) year old male has a past medical history of avr due to endocarditis and severe aortic stenosis. The patient was recently admitted due to severe aortic regurgitation. Pre-op tee, showed dehiscence of his tissue aortic valve with subsequent of severe paravalvular regurgitation obstructing mitral valve anterior leaflet motion. Intraoperatively, the patient had very large sinuses of valsalva. There was a large perivalvular leak at 1 to 2 o'clock orientation from the surgeon's side. The patient underwent aortic root replacement with a 29 mm edwards pericardial aortic valve conduit with a 32mm sinus of valsalva tube graft, re-implantation of the right and left coronary buttons, repair of the left main coronary artery with a vein jump graft, and harvesting of the right greater saphenous vein. The patient tolerated the procedure well. There were no complications. He was taken to the ICU in stable condition. He was discharged on pod# 8. He has history of (B)(6).